Event description:
Same case as MDR ID#: 2134265-2014-00009. It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly calcified and moderately tortuous left below the knee artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was used to dilate the lesion. Upon the first inflation for 10 seconds at 6 atmospheres, the balloon ruptured. A 1.5mm x 20mm x 142cm coyote es balloon catheter was then selected to dilate the lesion; however, the balloon also ruptured during the first inflation at 6atms for 10 seconds . The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).